Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 2.8c. The pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Pump not received with original battery cap. Battery cap cracked/damaged unknown.

Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was an allegation of hypoglycemia as a result of this event.